Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was at end of service and non-functioning since july 2024. On the day of the normal replacement surgery, high impedance and connectivity issue identified. Impedance measurements showed electrodes 3 and 4 had readings of 40,000, while the other contacts were reported as green and under 800. The surgeon cleaned the leads with a moist sponge and then dried all contacts before inserting them into the new neurostimulator. The issue was reported as ongoing. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.